Event description:
A surgeon reports having a pt experiencing persistent dysphotopsia and "flutters" following intraocular lens (iol) implant surgery. Furthermore, he states that the eye is very healthy, there are no retinal problems at this time; however, the pt has had a retinal tear (date unk), and that the iol and surgery were perfect. He has explained to the pt that these event happen from time to time. The implant surgery was done in 2007, by another surgeon. In a follow-up, the implanting surgeon reported that in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested from both the pt's current physician and implanting surgeon on 10/14/2008, 10/20/2008, and 11/03/2008 by phone, fax, and email. Completed questionnaires were received on 10/21/2008 and 11/03/2008 from both surgeons. This report was mailed to FDA on: 11/12/2008.